Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera ii duodenovideoscope. Bacteria was detected. The scope will undergo a second test. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel and forceps elevator wire channel were flushed with detergent. There was an aspiration of water through the instrument/suction channel as well. The aer used was an etd-double along with olympus detergent and olympus disinfectant. The scope was stored in an olympus drying cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized.

Event description:
Additional information was received from the customer. A second microbiological culture was performed on the evis exera ii duodenovideoscope. Bacteria was detected. The facility decided to discard the scope and purchase a new scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined and the reported event could not be confirmed. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.